Event description:
It was reported that, four months ago this subcutaneous implantable cardioverter defibrillator (s-ICD) inappropriately recorded an episode with an aborted shock and episodes of sinus tachycardia showing both undersensing and oversensing. The device was then reprogrammed. Furthermore, the s-ICD exhibited three atrial fibrillation (af) episodes recorded showing sinus tachycardia with undersensing and oversensing. The technical services (ts) confirmed there was undersensing due to low amplitude and oversensing of t wave and p wave. Subsequently, the ts recommended and discussed troubleshooting options. Furthermore, the patient received two inappropriate shocks and one untreated episode due to low amplitude and p and t wave oversensing during a football match. The technical services (ts) provided troubleshooting options. The field representative order an x-ray and a stress test. Two vectors failed auto-setup from memory and were visibly worse than primary. This s-ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that, four months ago this subcutaneous implantable cardioverter defibrillator (s-ICD) inappropriately recorded an episode with an aborted shock and episodes of sinus tachycardia showing both undersensing and oversensing. The device was then reprogrammed. Furthermore, the s-ICD exhibited three atrial fibrillation (af) episodes recorded showing sinus tachycardia with undersensing and oversensing. The technical services (ts) confirmed there was undersensing due to low amplitude and oversensing of t wave and p wave. Subsequently, the ts recommended and discussed troubleshooting options. Additional information was received which indicated that, the patient received two inappropriate shocks and one untreated episode due to low amplitude and p and t wave oversensing during a football match. The technical services (ts) provided troubleshooting options. The field representative order an x-ray and a stress test. Two vectors failed auto-setup from memory and were visibly worse than primary. Additional information was received which indicated that, the x rays were performed and showed the system in a good position. The smart charge was optimized. The auto-setup was not successful in secondary and alternate in both postures, nonetheless, the primary passed supine, but was not successful when the patient was upright. Therefore, the primary was left as the programmed vector, visually it was the best option. The physician opted to leave the settings as the patient is young and has opted against a trans venous system. This s-ICD remains in service. No additional adverse patient effects were reported.